Event description:
The patient underwent treatment with the prefyx device in 2006 as part of the post market clinical study. Two months later, the patient complained of urinary leakage. The physician noted the event to be definitely related to the device. The patient had a sling revision and tvt placement in 2007. Following the procedure, the patients condition is reported as fine and she tolerated the procedure well. The physician took the old system out and put the new system in. The patient was able to void on her own after the procedure & did not go home with a catheter. No patient complications occurred and there is no unary leakage at this time.

Manufacturer narrative:
The device has not been received by this manufacturer. An evaluation has not been performed; therefore a failure analysis is not available. A review of the device history record revealed no anomalies that could be associated with this incident. Product unavailable for analysis.